Event description:
It was reported that pump experienced malfunction alarms with code malf 12 related to momentary power loss to the vibrator motor, and that the malfunction recurred even after reset. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to reset pump and to use multiple daily injections as backup therapy. Technical support arranged shipment of replacement pump with updated software.